Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device history part: 04.168.000s, lot: l642138, manufacturing site: grenchen, release to warehouse date: 02.nov.2017, expiry date: 01.oct.2027. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in japan as follows: it was reported that on (B)(6) 2018, the patient underwent a surgery with femoral neck system (fns). After the surgery, excessive sliding of the implant was confirmed. On (B)(6) 2019, a revision was performed. In the reoperation, the locking screw could not be rotated at all with a driver and the screw head became worn. Surgeon initially used a short driver to turn and remove the screw, but couldn't. The surgeon attached the screwdriver bit to the t-handle, and \attached the inserter to the plate. The surgeon tried to turn the screw, but the screwdriver slipped, and the screw could not be rotated at all. The surgeon tried to turn it by using another screwdriver, but the screw head was worn, and it was deformed. The surgeon then removed the screw by using a carbide drill. It took time to remove iron powder generated from the screw and to clean the surrounding areas, which caused an extra bleeding. Draping did not help in reducing iron powder because the screw cut was done in the deep position of the bone. The bleeding could be stopped with gauze. There is no blood transfusion. The patient felt ill and vomited post-operatively, this was could have been due to the prolonged operation time. There was no extension of the hospital stay associated with vomiting. There were no pieces by carbide drill in the patient. The doctor confirmed by x-rays. Scheduled time of the re-operation was about 2 hours. Concomitant device reported: unknown screwdriver (part # unknown, lot # unknown, quantity 1), unknown inserter (part # unknown, lot # unknown, quantity 1), unknown handle (part # unknown, lot # unknown, quantity 1). This is report 2 of 2 for (B)(4). This complaint is related to (B)(4) which reports the excessive sliding after the initial surgery on (B)(6) 2018. This complaint is about the locking screw which could not be removed easily.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Initial reporter is company representative. (B)(4). The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2018, the patient underwent a surgery with femoral neck system (fns). After the surgery, excessive sliding of the implant was confirmed. On (B)(6) 2019, a revision was performed. In the reoperation, the locking screw could not be rotated at all with a driver and the screw head became worn. The surgeon removed the screw by using a carbide drill. It took time to remove iron powder generated from the screw and to clean the surrounding areas, which caused an extra bleeding. Draping did not help in reducing iron powder because the screw cut was done in the deep position of the bone. The surgery was delayed by 60 minutes. The patient vomited post-operatively because she felt ill which may have been due to the prolonged operation time. This is report 2 of 2 for (B)(4). This complaint is related to (B)(4) which reports the excessive sliding after the initial surgery on (B)(6) 2018. This complaint is about the locking screw which could not be removed easily.